Event description:
It was reported that there was electronic alarm malfunction. There was no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation: the customer's reported problem was verified by functional testing. The issue was caused by on/off switch slipping loosely. The switch installation was tightened to correct the issue. The device passed all the visual, functional, and performance tests after the repair.